Manufacturer narrative:
One pump was returned for evaluation in used condition. The event history was reviewed, and the reported issue was confirmed. It was verified that the backup audible alarm power on self-test and primary audible alarm power on self-test were found in the alarm history. The main board was replaced to address this issue, and the device passed all other functional testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump triggered both the primary and backup audible alarms during infusion. There was patient involvement, but no harm was reported.